Manufacturer narrative:
Concomitant medical products: dtma1d4 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after receiving some shocks. A remote monitoring transmission indicated that the device detected the episodes as ventricular fibrillation instead of supra ventricular tachycardia (svt). The arrhythmia was noted to be terminated with the shocks. Possible intermittent atrial undersensing was also noted on stored episodes. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.